Event description:
It was reported by the customer that the device was used in a laparoscopic cholecystectomy. It was reported that the device would not retract once it was inserted. The customer was not sure how the case was completed. There was no patient consequence.